Manufacturer narrative:
8/14/97-supplement #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The loading unit was returned without a knife blade; however, it displayed evidence that the knife was present at one time. Co cannot reliably determine the cause of the difficulty reported.

Event description:
The device was used during an unspecified procedure. Reportedly, the knife blade did not advance. The surgeon applied another device without patient injury.